Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient had a small rash under the back left therapy electrode pad. Follow-up indicated that the patient's physician prescribed a cream and the cream was helping the irritation.